Event description:
It was reported that an x8-2t transducer had failed the electrical safety test and was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The customer made the determination to retain the transducer after it passed electrical safety testing onsite. There is no evidence of a design defect and further action is not warranted.